Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause.  No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Changing your pod.   Chapter 3 / pages 48.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported a patient had a pod in which the needle had not inserted into the infusion site but had scraped it (abdomen).the patient reported blood glucose level was over 250 mg/dl

Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 187 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.